Event description:
According to the reporter, during a laparoscopic hysterectomy, the obturator/trocar broke and the plastic prong at the distal end of the trocar fell into the patient cavity. The piece was retrieved with an endo grasper. There was no patient injury reported in this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph. The event report alleges the product was not used in a surgical procedure. The visual inspection of the photograph depicts the instrument on its side. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.